Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product lot/serial number (B)(6), product type: 0195-heartvalves. Product ID: evfxplus-34, product lot/serial number: (B)(6), product type: 0195-heartvalves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, during loading, the compression loading system (cls) was observed to be stiffer than usual and would not close smoothly. Subsequently, a new cls was opened. During the second loading attempt, it was observed that there was a scratch at the tip of the delivery catheter system's (dcs) inline sheath. Subsequently, a new valve and dcs were opened. No patient complications were reported as a result of this event.